Event description:
It was reported that the pump battery was unresponsive after the pump was dropped on the floor. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 189 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.